Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the tip cover accessory was not as smooth where the tip meets with the shaft. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed. On (B)(6) 2014, intuitive surgical inc. (Isi) contacted the site and verified that the tip cover accessory had a ripple on it causing the instrument not to move freely through the cannula.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.